Event description:
It was reported that the patient with this pacemaker had possible erosion and infection. The patient stated there was a bump by the device that was not there before implant of new device. There were no additional adverse patient effects reported. All available information indicates that as of this time, the pacemaker remains in service.